Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempt to implant this lead, the helix would not extend after multiple rotations. The lead also displayed high thresholds and impedances greater than 2000 ohms. The lead was not used and has been returned for analysis. There were no adverse patient effects reported.